Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - indication for use. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of an arterial vessel using a prostyle after to an endovascular aneurysm repair (evar) procedure with a 16f sheath. Reportedly, when the prostyle was passed to the physician for use it looked as if the footplate was somewhat opened. It is unknown if the lever was moved prior to use. The physician adjusted the device and continued to use it. The device was deployed and misfired. Another prostyle was used successfully to achieve hemostasis. No pre-close technique was used in a large-hole procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The irregular appearance was confirmed. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was used for post close after use of a 16f sheath. It should be noted that the prostyle instructions for use (IFU), states: ¿for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required.¿ it is possible the IFU violation contributed to the difficulties . It was also reported the device was used after noticing the foot partially open prior to use. It should be noted that the prostyle instructions for use (IFU), states, ¿do not use the perclose¿ prostyle¿ smcr system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. The IFU violations did not contribute to the difficulties. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on observations from the returned device analysis the device was not deployed as reported. There was no cuff miss. The cause of the foot partially opened foot when placed into the sterile field cannot be determined. The suture under the foot could occur with a loose link and manipulation of the lever. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.